Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective and split heat shrink. On july 13th, 2017 microline initiated a field safety corrective action for the renew¿ reusable scissor, grasper and dissector tips. Customer was sent and received the recall notice in july 2017. However they did not respond to the notice or return the affected product.

Event description:
During laparoscopic cholecystectomy, while the surgeon was removing the grasper at the fundus, a piece of plastic was noted to be stuck in the abdomen that came off the grasper. It was difficult getting the grasper out through the port and there was a plastic piece noted in the abdomen. This was pulled out. It appeared to be only half of the casing (missing approximately 5 mm piece) but it was difficult to ascertain. Surgeon conducted methodical wound exam and no pieces were found. It was unclear if piece was left in patient or not.